Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's grandmother called to report a hospitalization due to high blood glucose. The most recent blood glucose reading is 319 mg/dl. Customer will treat with insulin pump. The customer experienced frequent urination. The blood glucose readings at the time of the event was 500 mg/dl. Nothing further reported.